Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient received venaseal treatment on the left greater saphenous vein (gsv). Procedure was completed as per IFU. Two aliquots were delivered with 3-minute compression, 1 aliquot every 3 cm distally with 30 second compression along course of the vessel. A total of 15 aliquots were used. Compression dressings were placed due to the left thigh phlebectomy. The vein is reported to have closed. It is reported that the patient presented with a hypersensitivity reaction three days later with pain and blistering. No deep vein thrombus (dvt) present that day and the vein was ablated per ultrasound. About a week later, the patient arrived to the ER for all over body hives as well as burning and itching of the palms and feet. The patient was treated with a benadryl drip that the patient states was "not helpful". The patient saw a primary care physician after the ER visit and was ordered prednisone burst/taper and hydralazine. The patient completed the prednisone burst and taper almost a week later. Five days later, the patient noticed burning and itching of the hands slowly returning. The physician instructed the patient to start singulair 10 mg daily for 30 days. Almost a week later, no dvt was present as well and the vein was ablated per ultrasound. The next day, the patient visited the physician and the hands were noted to feel "warm" and still had itchiness in the left medial thigh, hands, and feet. There were no rash or hives. The physician ordered prednisone burst. The patient was encouraged to start the singulair that was previously prescribed as the patient had not started it. No further injury reported. There has been no update from the patient since the recent patient visit to the physician.